Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation received on september 26, 2019 with lot number 618464. Analysis of the returned device identified: delamination valve and wear abrasion leak test and microscopic analysis was performed which identified: delamination total of the valve and creases flat. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.